Manufacturer narrative:
The cartridge was received for evaluation and the source of the blood leak could not be determined. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use warns "secure caps and close clamps after priming and after each use to prevent blood loss or air entering the patient blood lines.¿ all treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 22 sep 2024 from the critical care nurse of a patient of unspecified pathology, who stated blood was observed leaking from the cartridge during a continuous renal replacement therapy (crrt) on (B)(6) 2024. Additional information was received on 26 sep 2024 from the nurse who stated the patient did not experience any symptoms or require medical intervention.